Event description:
During troubleshooting for an unrelated alarm, the patient noticed air bubbles in the patient line. The event occurred while the patient was connected to the homechoice (hc) during fill cycle one of five. There was nothing unusual noted about the supplies or set up that could contribute to the observed air. The patient was advised to start therapy over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.